Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed by baxter personnel in the pump?s event history as a depleted battery alarm. This condition was caused by depleted main batteries. This condition was resolved by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). Correction: the device is a baxter owned device and was not repaired at this time.

Event description:
This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump had a damaged battery. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter (B)(4) discovered that a battery depleted set interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.